Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The origin of the labored breathing in relation to the cold symptoms remains unclear. Due to this uncertainty, a comprehensive report will be submitted to maintain due diligence. Notably, the patient has resumed baseline health following the discontinuation of soclean use. It is reasonable to infer that the antibiotics were prescribed to manage the cold symptoms rather than the labored breathing, given that a definitive diagnosis for the latter was not established.

Event description:
Customer reports labored breathing & unspecified cold symptoms. Md seen. Advised to dc use of sc2 & received antibiotics.